Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated her cgm displayed a normal value; however, she passed out due to hypoglycemia and emergency medical services (ems) was called. The paramedics started intravenous (IV) therapy and unspecified medical intervention was provided. She was transported to the hospital and released the same day. At the time of contact, the patient was doing okay. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.